Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader is required. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low readings issue was reported with the adc freestyle libre 2 sensor. Customer received readings of 3.8 mmol/l (68 mg/dl) and 2.6 mmol/l (47 mg/dl) on the sensor scan and she self-treated by consuming food. Customer subsequently experienced symptoms described as "trembling and no longer understandable" and an emergency doctor was called by her daughter. Customer was treated with unspecified units of insulin injection. There was no report of death or permanent impairment associated with this event.

Event description:
A low readings issue was reported with the adc freestyle libre 2 sensor. Customer received readings of 3.8 mmol/l (68 mg/dl) and 2.6 mmol/l (47 mg/dl) on the sensor scan and she self-treated by consuming food. Customer subsequently experienced symptoms described as "trembling and no longer understandable" and an emergency doctor was called by her daughter. Customer was treated with unspecified units of insulin injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. The sensor plug was properly seated in the mount. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.